Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing syncope presented in the emergency room. X-ray revealed the right atrial lead was fractured. Device interrogation on (B)(6) 2015 revealed the lead exhibited noise in both unipolar and bipolar configurations. The lead was capped and replaced successfully without any complications. The patient was doing well post procedure.